Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that she experienced a hypoglycemic event resulting in medical intervention on (B)(6) 2015. Blood glucose values at the time of the reported event are unknown. Patient reported that she was out of sensors and not using dexcom equipment at the time of the reported event. Patient reported that the hypoglycemic event happened over the weekend. Patient stated she suffered from a hypoglycemic event, resulting in shock. Patient's husband administered glucagon injection, and drove patient to the hospital. No further treatment was given at the hospital. Patient's vital signs were observed. Patient was released to go home. At the time of contact, patient's current condition was fine. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia.